Event description:
It was reported that the patient "had the feeling" and then it felt like the wire "slipped off". The patient felt stimulation in the upper buttock. It was unclear if the patient was in the trial phase or if she had a permanent lead implanted. Further follow-up was not possible.

Manufacturer narrative:
(B) (4).